Event description:
The reporter stated that the surgeon was advancing a 11.0 diopter silicone lens in a msi-pm injector and the injector's plunger over-rode the lens which became stuck in the injector. No patient contact. This is one of two incidents that occurred to this patient. See manufacturer report number 2023826-2007-00541for the other incident.

Manufacturer narrative:
Evaluation results: - a visual inspection of the returned product shows the injector's plunger is out of center and there is clear surgical residue on it. The lens was returned and inspection shows both haptics are bent. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge was not returned for evaluation.